Event description:
It was reported that this right ventricular (rv) lead exhibited noise and the patient was dependent. The field representative was asking about a program cautery mode feature. Boston scientific technical services (ts) discussed with the representative about cautery mode and how to enable and disable it. The lead was capped and successfully replaced. No adverse patient effects were reported.